Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the radiopaque band on the sheath detached inside the patient. The physician was able to recover the radiopaque band as it was pushed back along the shaft of the sheath.

Manufacturer narrative:
The suspect device was returned for evaluation and visually examined. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the complaint database was performed and no similar complaints for this lot number were found. A review of the device history record was performed and no exception documents were found. Corrective actions are in process.